Event description:
A customer contacted beckman coulter inc. (Bci) to report that one (1) dxc 800 pro ast reagent pack leaked all out on arrival. Reagent pack was empty. No effect to user was reported with this event.

Manufacturer narrative:
A replacement was sent to the customer. A clear root cause is unknown at this time.